Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 11:45am. According to the csr's documentation, two minutes prior to the start of the alleged issue, the patient reportedly was experiencing a symptom of sweating. The patient, however, denied receiving any form of medical intervention/treatment after the alleged issue began. During troubleshooting, the csr noted the patient was using the proper testing technique (per owner's booklet recommendation) and verified the test strip completely drew in the patient's blood sample. The alleged issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.